Event description:
The pt experienced a loss of pain control with severe lumbar radiculopathy secondary to leads pressing on the lumbar nerve root. It was noted that the lead had migrated. A surgical revision was performed and the pt's outcome was reported as recovered without sequelae. It was subsequently reported that the electrocautery produced during a pocket revision procedure produced a "but cheek contraction". The physician believed she may have touched the device.

Manufacturer narrative:
(B)(4)